Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device fault was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral device was being tested before patient use, it displayed a system fault message (sf 191). The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
The device was returned and an extensive engineering investigation was performed. Review of the device logs confirmed the occurrence of the system fault error message (sf 191) and revealed the occurrences of system faults sf166 and sf218. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the system fault 191 was due to a faulty outlet flow sensor. The investigation determined that the system faults sf166 and sf218 were due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed reference#: (B)(4).